Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200's (mg/d). The customer delivered a bolus to address bg level. Reportedly, the cause of the elevated bg level was possibly due to an issue with the customer's settings. It was confirmed that the customer was in communication with healthcare provider regarding diabetes management.